Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that roughly 5-6 months before this report, the patient had infusion sets that were bending under his skin causing his blood sugar level to rise to almost 1000 mg/dl. The patient changed out the site and delivered a bolus. The patient also experienced diabetic ketoacidosis due to which he was hospitalized. He was put on an insulin drip and an insulin drip with dextrose, which resolved the issue. There was no permanent damage to the patient and he was released from the hospital after three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.